Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On the same day, it was reported that the patient reported a malfunction involving a dexcom g7 (10 day) sensor that failed to connect to her omnipod 5 insulin pump. The pump repeatedly alerted that it could not locate the sensor, while the dexcom mobile app continued to display ¿high¿ glucose readings. At approximately 4:00 pm, the patient began experiencing symptoms of hypoglycemia, including nausea, sweating, and shakiness. Despite the cgm reading ¿high,¿ fingerstick blood glucose measurements showed values of 60 mg/dl, decreasing to 45 mg/dl, which were confirmed with repeat testing. Calibration attempts earlier in the day were not accepted. The patient reported that the omnipod pump continued administering insulin despite the lack of cgm connectivity and ongoing ¿no readings¿ alerts. Due to worsening symptoms, the patient¿s daughter contacted paramedics, who responded and documented the discrepancy between the dexcom app readings and the fingerstick blood glucose values. No details of treatment administered by emergency medical services (ems) . The cgm and bg readings were documented by the paramedics when they arrived but were not stated in the call. There were no details of treatment administered by the paramedics. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.